Event description:
Pt underwent an intramedullary rod insertion left femur. During the insertion approx 2-3 inches broke off the tip. This device was removed and a new one was inserted. Rod is 12mmx 38 cm. Two femoral locking screws were also used.